Event description:
The patient had been having a spinal headache since implant. The spinal headache was worse when the patient was sitting or standing and better when she was lying down. The patient had a csf (cerebrospinal fluid) leak. Two blood patches were done and the patient had surgery to place a purse-string suture around the catheter in the spine; the dates of the blood patches and surgery were not reported. The spinal headache had improved since the suture was placed, but continued to be problematic for the patient. The patient was referred on the date of this report to another surgeon for a second opinion. The patient status was reported as ¿alive-no injury¿. The device system was delivering dilaudid and bupivacaine. The patient was receiving effective relief for her chronic pain. The outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 8780 serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).